Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient is experiencing frequent power disconnect alarms. Alarms occurred every couple of minutes despite trying multiple power sources and cleaning battery/clip terminals. Patient stated that the "green circle was no longer lit." Patients wife reported that the controller would not light up despite pressing the square button on controller. Patient's controller was exchanged successfully. The pump did not appear to be stopped at any time, and patient was asymptomatic throughout. Log file analysis confirmed odd strings of power cable disconnect events on (B)(6) 2020 on both the black and white leads.

Manufacturer narrative:
Section b5: the information included to section b5 in follow-up report number 1 was inadvertently added as it was referring to a controller not involved in this event. Corrected manufacturer's investigation conclusion: incidental findings: tear of the silicone jacket of the black power cable, fluid ingress beneath the silicone jacket of the black power cable. The tear of the silicone jacket on the black power cable was cosmetic damage that did not affect the controller functionality. Fluid ingress beneath the silicone jacket of the black power cable was also observed. The black power cable was manipulated, and no alarm was produced. The reported event of power cable disconnect alarms and a dim pump power led was confirmed; however, the reported event of the system controller lcd and display button not working as expected was not confirmed. The log files spanned approximately 1 days (on (B)(6) 2020 per the timestamp). Multiple power cable disconnect alarms were active throughout the log file due to a power cable fault on the power cables not associated with a power source exchange. The alarm did not affect the controller¿s ability to operate the pump at set speed limit and resolved after the driveline was disconnected on (B)(6) 2020 at 15:02:32 for a controller exchange. No other notable alarms were observed. Initial evaluation of the returned hmii system controller, serial: (B)(6), revealed a dim pump power led. The returned system controller was functionally tested and found to operate as intended. Throughout testing, all of the buttons were used several times at various points and they all functioned without issue. The controller was able to operate the mock circulatory loop for an extended period of time without any issue. A root cause of the dim pump power led was not determined through this analysis, but is being addressed via a corrective action. A root cause of the power cable disconnect alarm, and the issue with the controller lcd and the display button was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 13jul2016 the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller, and state how to store, transport, and maintain the system controller to prevent damage. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: there was no allegation of device malfunction on hmii system controller. The controller was not returned for analysis. Based on the provided information, the customer indicated that there was no issue with the controller. The patient continues to use the controller, and no further issue was reported. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The customer stated that there was no known problem with the controller.

Manufacturer narrative:
Section h2: "evaluation" was inadvertently not checked in the prior report.